Event description:
It was reported that the customer experienced issues with his reservoirs. The customer's blood glucose was unknown. The customer stated that he was not able to push air into the vial when attempting to fill the reservoir. The customer stated that this occurred sometimes and that the customer normally would disconnect and reconnect from the transfer guard in order to resolve the issue. The customer was unable to resolve the issue the last time the issue occurred. Advised that a replacement reservoir would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.